Event description:
It was reported to philips that the heartstart xl defibrillator sounded like it was charging in joules when the unit was turned on while attempting to monitor a patient using pads. There was no negative patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.